Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a partial display. The drive support cap was missing for over a month previous to this issue. The blood glucose reading was not known. The insulin pump will be replaced but not returned for analysis.